Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary drawers kept failing, during dispensing of the required medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-jul-2007 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was failed. A field service engineer found auxiliary enhanced full height drawer 6 failing repeatedly. Installed new inseparable with smaller magnet. Replaced pyxibus cable. Adjusted spring tension near mounting latch. Zebra label printer was unable to print. Universal serial bus cable was disconnected. Reconnected universal serial bus cable and issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es auxiliary drawers kept failing, during dispensing of the required medication. There were no adverse events or injuries reported based on this event.